Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that her daughter experienced a high blood glucose level exceeding 480 mg/dl during the night while she was sleeping. The mother took her to the hospital, where she was diagnosed with hyperglycemia and diabetic ketoacidosis (dka). The patient received insulin injections and intravenous fluids (saline) as treatment. The hospital visit began at approximately 10 am and was ongoing as of 3:30 pm.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.